Manufacturer narrative:
Citation: tarantini g et al. Factors influencing the choice between transcatheter and surgical treatment of severe aortic stenosis in patients younger than 80 years: results from the observant study. Catheter cardiovasc interv. 2020 may 1;95(6):e186-e195. Doi: 10. 1002/ccd.28447. Epub 2019 aug 18. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an analysis of the baseline features and clinical outcomes of patients younger than 80 years who underwent surgical aortic valve replacement (savr) or transfemoral transcatheter aortic valve implantation (tavi). All data were collected from the multi-center observant (observational study of effectiveness of savr-tavi procedures for severe aortic stenosis treatment) study between december 2010 and june 2012. The study population included 4,801 patients (4,318 savr, 483 tavi) and was predominantly male with a mean age of 69 years. In the tavi group, 304 patients were implanted with the medtronic corevalve. No serial numbers were provided. Among all tavi patients, the five-year all-cause mortality rate was 56.3%. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all tavi patients, adverse events included: new permanent pacemaker implantation, stroke, moderate to severe paravalvular leak, need for blood transfusion, and major adverse cardiac and cerebrovascular events (macce). Macce was defined as the composite endpoint including any of the following adverse events: stroke, myocardial infarction, percutaneous coronary intervention, and/or coronary artery bypass grafting. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.